Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry distance vision and there was no near improvement since surgery. Clinical reason being mentioned as mechanical complication of iol, inadequate bcva (best corrected visual acuity). The iol was explanted and exchanged for an unknown monofocal intraocular lens in the secondary implant procedure. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).